Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) reported that a peritoneal dialysis patient¿s liberty modem verizon 2g new-kit (serial number: (B)(4)) sparked when they plugged into the wall outlet. A replacement modem was issued. Upon follow up, the pdrn confirmed the spark coming from the modem not the cycler. The pdrn stated that there was no physical damage observed. There were no reports of leaks from the modem. The pdrn stated that there weren¿t any pictures available. The modem was returned to the manufacturer for physical evaluation. The pdrn stated that a new modem was sent to the patient. The patient was able to complete treatment on the cycler and is continuing pd therapy. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.

Manufacturer narrative:
Additional information: plant investigation: the actual device was returned to the manufacturer for physical evaluation. There was no problem found with the modem. The device failed an initial visual inspection because the serial number was not fully visible/readable on the label. However, the technical tests were completed, and no sparking or other issues were observed, and the modem functioned as intended.